Event description:
A pulsar-18 t3 self-expandable stent system was selected for treatment a very tight stenosis. After releasing the stent, while attempting to withdraw the delivery system from the introducer, it was realized that the shaft was broken and that its distal part had remained inside the patient. It was decided to remove the guidewire, and the broken piece of the shaft came out along with it. It was reported that significant resistance was felt before releasing the stent, when pressing the red safety lock button. No adverse consequences occurred for the patient.